Event description:
Any freestyle libre 3 plus diabetic sensor received since (B)(6) will stop working with an error or is up to 80/100 points off. The older sensors just stop working. The ones they send out as a replacement reports inaccurately. I have some older sensors. To see how bad they are I put an older sensor on my left arm and a new sensor on my right. I used their reader to read the older one and my phone to read the new one "have photos" I have done this with 2 new sensors. I have a photo showing a difference of 53 points on the first set of sensors I tried. 114 on the older sensor and 61 on the new one. I tried this again with a second new sensor and it was 136 for the old, 63 for the new. They have replaced around 6 sensors, but they are all defective. I had a rep call me to say I must be putting them on wrong, but he said very little I did not already now. When I tried to return them to the pharmacy, they stated that many people are complaining about this and would not take them back. When I complained to my doctor, her staff replied with " we have been having patients report that to us lately. I would advise you to call the rep. His name is (B)(6)." Someone needs to address this before many people dies. Thank you, (B)(6). Reference reports mw5172200, mw5172201, mw5172202, mw5172203, and mw5172204.